Event description:
Reportedly, there was no alarm sound during use. It was found that the audio pcb board was defective after replaced to a new one. Please note that there was no patient involvement for this case.